Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17192. It was reported the right atrial (ra) and right ventricular (rv) leads were noted with noise. The ra lead noise was previously known as the lead had been programmed in response to the noise. The patient was brought in clinic on (B)(6) 2021. The ventricular noise was not reproducible with isometrics or pocket manipulation. There was noise on the ra lead with isometrics. In addition, there was atrial competitive pacing with ventricular rates above 150 bpm due to the decreased programmed sensitivity of the lead in unipolar configuration. Programming changes were made to address both ra and rv lead issues. The patient was stable and would be remotely followed.